Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed due to a damaged lcd screen. A receiver charge and boot was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. Functional tests was performed and passed relevant testing. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was not confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.